Manufacturer narrative:
No device analysis results are available because the issue cannot be confirmed at this time as the root cause was inconclusive. The reported event occurred prior to opening or inserting the cardiomems sensor and delivery system. Per event description, "the patient experienced no consequences during the procedure and were stable before and after." There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a study subject's cardiomems pa sensor implant was not successful due to the patient's anatomy. It was reported that the patient's right and left pulmonary arteries were visualized and their anatomy was not suitable for implantation per physician. There were no adverse consequences to the patient.